Event description:
It was reported that person with diabetes had experienced line-blocked and no-delivery alarms due to the infusion set being kinked. No adverse effects were reported.

Manufacturer narrative:
Device analysis: only the purple applicator in a used, retracted state was returned. No infusion sites were returned. No damages or anomalies were observed. The complaint of an occlusion cannot be confirmed nor replicated. Without the return of the infusion site or tubing/buckle assembly, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.